Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 30. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, abscess and inflammation. No further patient complications were reported.